Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that the probe actuation failed during a procedure and the aspiration condition is unknown. The product was replaced and procedure completed. No patient harm reported. A product sample has been requested, however, it has not been received for evaluation at the manufacturing site.

Manufacturer narrative:
A review of the related device history records associated with the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no one other complaints for the reported issue. The returned sample was visually inspected and deemed nonconforming. Contamination is present on the cutter. The cutter is stuck in the port. The needle is bent approximately thirty degrees. Actuation, aspiration and cut testing were performed and deemed nonconforming. The probe was disassembled and the components inspected. There is approximately 20 to 30 minutes wear on the inner cutter when compared to the cutter wear visual standards. There was significant resistance felt when removing the inner cutter from the needle. The inner cutter is bent. Wear marks are present at the bend area and down the front of the inner cutter. The inner cutter is detached from the coupling. The complaint evaluation does confirm the probe had a quality issue that resulted in the probe not being able to function. The root cause for the poor probe performance was due to the separation of components within the probe. It appears that after approximately 20 to 30 minutes of use, the adhesive bond failed causing the inner cutter to detach from the coupling. The bent condition of the needle and the contamination may have been a contributing factor for the probe failure. An investigation has been completed to lower the occurrence of detachments of the inner cutter from the coupling. (B)(4).